Event description:
Customer received questionable low results for calcium on the additional d module analyzer. Thirty-five patient samples were involved in the event which gave discrepant results. The initial calcium results for all 35 patient samples were accompanied by data flags. The repeat calcium results for patient samples 1, 3, 6, 11, 14, 18, 19, 21, 22, 23, 24, 25, 27, 30 and 33 were accompanied by data flags. The user did not provide patient demographics for patient samples 1, 13, 20, 21, 28, 31, 32, 33, 34 & 35. The unit of measure for calcium is mg/dl. All thirty-five patient samples were repeated on the cobas c501 analyzer. Patient sample 1, initial result gave 6.2; repeat result gave 7.8. Patient sample 2, male, (B)(6), initial result gave 7.2; repeat result gave 8.8. Patient sample 3, male, (B)(6), initial result gave 6.6; repeat result gave 8.3. Patient sample 4, male, initial result gave 6.9; repeat result gave 8.4. Patient sample 5, male, initial result gave 7.4; repeat result gave 9.0. Patient sample 6, male, initial result gave 6.4; repeat result gave 7.8. Patient sample 7, male, initial result gave 7.1; repeat result gave 8.8. Patient sample 8, female, initial result gave 6.9; repeat result gave 8.4. Patient sample 9, male, initial result gave 7.0; repeat result gave 8.6. Patient sample 10, male, initial result gave 6.7; repeat result gave 8.4. Patient sample 11, female, initial result gave 6.4; repeat result gave 8.0. Patient sample 12, female, initial result gave 6.7; repeat result gave 8.4. Patient sample 13, initial result gave 7.1; repeat result gave 8.7. Patient sample 14, male, initial result gave 6.5; repeat result gave 8.1. Patient sample 15, initial result gave 6.8; repeat result gave 8.6. Patient sample 16, male, initial result gave 7.4; repeat result gave 9.0. Patient sample 17, initial result gave 7.4; repeat result gave 9.3. Patient sample 18, female, age 47, initial result gave 6.6; repeat result gave 8.0 patient sample 19, male, initial result gave 6.7; repeat result gave 8.2. Patient sample 20, initial result gave 6.8; repeat result gave 8.6. Patient sample 21, initial result gave 6.5; repeat result gave 8.0. Patient sample 22, female, initial result gave 6.4; repeat result gave 7.9. Patient sample 23, male, initial result gave 6.4; repeat result gave 8.1. Patient sample 24, male, initial result gave 6.2; repeat result gave 7.7. Patient sample 25, female, initial result gave 6.7; repeat result gave 8.3. Patient sample 26, male, initial result gave 6.9; repeat result gave 8.5. Patient sample 27, male, initial result gave 6.6; repeat result gave 8.2 patient sample 28, initial result gave 7.2; repeat result gave 8.9. Patient sample 29, female, initial result gave 6.8; repeat result gave 8.5. Patient sample 30, female, initial result gave 6.4; repeat result gave 8.2. Patient sample 31, initial result gave 6.9; repeat result gave 8.6. Patient sample 32, initial result gave 7.5; repeat result gave 9.4. Patient sample 33, initial result gave 6.5; repeat result gave 8.1. Patient sample 34, initial result gave 6.9; repeat result gave 8.7. Patient sample 35, initial result gave 6.9; repeat result gave 8.6. The initial results were reported outside the laboratory and corrected reports were called for all 35 patient samples. The nurse was instructed to start a calcium drip on patient 1 due to the low calcium result reported. The nurse realized that several of their patients had calcium results that were low and stopped the calcium drip on this patient immediately after starting. The patient suffered no ill effects. Patient 15 was discharged. Patient 24 was to have been provided treatment based on the initial calcium result reported but treatment was withheld upon discovery of the discrepant result. This patient suffered no ill effects. Patient 25 was redrawn for "ioca" which was normal, so the patient was not treated. Patient 32 was discharged. User said none of the patients were affected by this event. Calcium reagent lot numbers, r1 62016801, r2 61550801. The field service representative found the reagent dispense was not dispensing properly. He replaced the reagent dispense nozzle tips and corrected tubing. He performed a reagent rinse and instrument prime. The customer ran calibration and controls which were within customer's ranges. The field service representative ran performance tests which were within specification.